Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 23.5 mm in diameter, with a length of 11 mm. The distal end of the proximal neck was 30x34 mm in diameter. It was reported that during a routine follow up visit, a type ia endoleak was observed. The physician implanted an endurant ii cuff to attempt to resolve the endoleak, but the endoleak persisted after the implant. The physician believes the endoleak has slowed from the pre-op and post-op angiograms, and are planning to wait to see if the endoleak self-resolves once the patient is removed from heparin. The physician believes the type ia endoleak may have been influenced by the patent lumbar arteries. The conical neck may also have contributed. No additional clinical sequelae were reported and the patient will be monitored. A review of returned pre-implant cta¿s revealed that the proximal neck diameter was 21mm just below the lowest left renal, and 1cm lower measured 27mm in diameter. The neck was short and calcified. The max diameter aaa was 5.3cm and contained thrombus (3.5cm flow lumen), and the distal aorta was 18x22mm and was ringed with calcification. The right common iliac diameter was 14 mm, and the left common iliac diameter was 11 ¿ 13mm. The iliacs were calcified and moderately tortuous. Several still angiogram images post-implant revealed that a proximal type I endoleak was seen following implant of the endurant bifurcate. After implanting an endurant cuff and several aptus coils, the endoleak appears to have persisted. The exact cause is unknown; however, it is likely that the short, calcified and conical proximal neck may have contributed.

Manufacturer narrative:
(B)(4).

Event description:
Updated information: the radiologist believes that this is a type 2 endoleak. A review of cta¿s from 6 weeks post-implant revealed that the bifurcate was positioned <(><<)>5mm below the lowest left renal. The proximal neck is angulated 35deg max (a-p). The proximal stent graft diameter is 26mm; and 1cm lower measured 36mm. There is a proximal type I endoleak. The max aaa diameter is 5.8cm. The ipsilateral limb was placed into the left common iliac artery, and the contra limb into the right common iliac. Both limbs are patent. Review of cta¿s from 3-months post-implant revealed that an aortic cuff has been placed approximately 5mm above the bifurcate. The lowest left renal has been snorkeled. There is a proximal type I endoleak. The max diameter aaa is 5.4cm. Both limbs are patent. The exact cause of the type ia endoleak is unknown. It is likely that the short length and conical shaped neck contributed.